Event description:
A blunt cannula with alligator clip was found to have allowed blood to back up uvc (umbilical venous catheter) causing a leak of approximately 35 ml of blood, dopamine, lipids and d 10.2 ns into the bed. The patient was on a va (venoarterial) ECMO (extracorporeal membrane oxygenation) and was "cutting out" (turning off). Hct (hematocrit level) was 38 % and the circuit flow rate remained the same. The patient was transfused secondary to the blood loss. The set up was changed.